Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: february 4, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned, inspected and was observed to have a detached and missing haptic. No further issues were identified. The lens was forwarded to the manufacturing site for drill hole diameter measurement and was found to be within specifications. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) trailing haptic was amputated upon insertion. There was patient contact, however, the extent of patient contact is unknown. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a2: age and date of birth: unknown/ requested but not provided. Section a3a: sex: unknown/ requested but not provided. Section a3b: gender: unknown/ requested but not provided. Section a4: weight: unknown/ requested but not provided. Section a5: ethnicity: unknown/ requested but not provided. Section a6: race: unknown/ requested but not provided. Section d6a: if implanted; give date: not applicable, as the extent of patient contact is unknown, however, there is no indication that the lens was fully implanted. Section d6b: if explanted; give date: not applicable, as the extent of patient contact is unknown, however, there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.